Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event information. However, no further information could be obtained. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's implantable pulse generator (ipg) was replaced in (B)(6) 2014. There was no information recorded in the patient's current file as to why the generator was replaced at that time.